Event description:
It was reported that the user applied a new dexcom g7 sensor and experienced temporary signal loss to the ilet, after which glucose readings resumed during the call; education on maintaining connectivity distance, body-side placement, and device orientation was provided. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms, no impact to blood glucose management, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding sensor¿receiver communication and positioning. Investigation of this case revealed a transient communication interruption between the cgm transmitter and the ilet without device malfunction or component failure, consistent with signal interference or suboptimal device positioning. It was concluded, based on previously established findings for similar reports, that the cause was user-related use environment and device positioning leading to intermittent loss of cgm-to-ilet communication.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.